Event description:
User experienced discrepant glucose results for approx 10 to 15 patient samples. The following eight patient examples were provided. Sample 1, initial gave 2.1 mg/dl; repeated twice giving 93.7 and 92.0 mg/dl. Sample 2, initial gave 2.1 mg/dl; repeated four times giving 2.8, 103.6 and 99.2 mg/dl. In 2008 sample 3, initial gave 0.9 mg/dl; repeated twice giving 99.3 and 98.3 mg/dl. Sample 4, initial gave 3.0 mg/dl; repeat gave 184.7 mg/dl. Sample 5, initial gave 2.5 mg/dl; repeat gave 153.8 mg/dl. Sample 6, initial gave 1.4 mg/dl. Repeated three times giving 1.5, 106.1 and 104.0 mg/dl. Sample 7, initial gave 1.2 mg/dl; repeated twice gave 109.3 and 109.0 mg/dl. The next day. Sample 8, initial gave 0.1 mg/dl; repeated three times giving 0.8, 93.6 and 95.4 mg/dl. Erroneous results were not reported. The filed service rep determined the cause to be a loose probe c and replaced probe c. Performance tests were performed.